Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during overnight setups a custom tubing pack had an alleged issue involving one-way valve incompetence, with retrograde flow through the one-way valve. It was stated that cardioplegia fluid drained back into the reservoir due to gravity, and that air displacement from the reservoir allowed fluid to move in a retrograde fashion back through the one-way valve. It was also reported that a procedural setup issue occurred in which the stopcock on the cardioplegia purge was left open and the system was not fully clamped, which was described as contributing to the backflow, and that this issue was being observed with increased frequency. It was reported that the product had been used. No patient complications have been reported as a result of this event.